Event description:
A surgeon reported that after an intraocular lens was implanted the patient could not see well and there was a report of "glistenings." The patient cannot tolerate the vision and a lens exchange may be considered. Additional information has been requested.

Manufacturer narrative:
A sample device was not return for investigation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).